Event description:
Reportable malfunction: on 2/9/99 the qa device dept of novo nordisk a/s rec'd a novopen 3 device from the united states with the complaint that the device would not eject any insulin when used with novolin 70/30 penfill cartridges. There was no indication of an adverse event. Result and conclusion of MFR's investigation - on 2/10/99, the quality assurance device dept established that the collar on the piston rod nut was broken off. A dose accuracy test could not be performed as it was almost impossible to depress the pushbutton. Conclusion - the fault "collar on piston rod nut broken off" was evaluated as a reportable malfunction.